Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that by the customer that the cardiosave intra-aortic balloon pump (iabp) has drive manifold test error. There was no patient involved.

Event description:
It was reported by a getinge field service engineer that, prior to maintenance, the cardiosave intra-aortic balloon pump exhibited a drive manifold test error. No patient was involved at the time of the incident.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, corrected data: h6 (type of investigation & findings), b5, d5, d9, e1, (initial rep name and email), e2, e3, e4, g2, h3.